Manufacturer narrative:
Analysis reports the insulin pump passed the rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test, displacement test and motor test. However, unit alarmed motor error during a rewind due to slightly loose drive support disk. Unit received with cracked case at display window corners, reservoir tube, and reservoir tube lip and battery tube threads. The insulin pump was received with minor scratches on display window. Also it was received with broken belt clip slot.

Event description:
It was reported that the customer had a motor error alarm during bolus. The customer blood glucose level was unknown. Customer states they do not uses the sensor feature one the pump and able to complete a set rewind. Troubleshooting was performed and the insulin pump will be replaced. No further information was provided.